Manufacturer narrative:
Internal complaint number trackwise # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal did not open normally in the aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal did not load properly.. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected to reflect "seal did not load properly". Corrected from "(B)(6)" to "(B)(6)". Corrected from "failure to unwrap' to "fitting problem". Internal complaint number: tw #(B)(4). Autonumber: # (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. The loading device was not returned for evaluation. The delivery device and seal were returned. The seal was observed to be out of the delivery device. The seal and tension spring assembly were completely in tact. The slide lock was not dis-engaged. The plunger was not depressed on the delivery device. No crack/delamination of seal was observed. Speaks of blood were observed on the seal. The following measurements were taken; the inner delivery tube diameter was measured at .198 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for the reported failure mode "fitting problem" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: tw #(B)(4). Autonumber: # (B)(4).

Manufacturer narrative:
(B)(4). The hsk device was not returned to maquet cardiac surgery for investigation, therefore no actual evaluation could be performed. A photographic inspection determined signs of clinical use and evidence of blood. The delivery device is observed to have a pinkish tint color. Unable to determine if this is blood. The delivery device and seal was inside the loading device. The seal was observed in loading window with the anchor visible over the center of the seal. No signs of cracks/delamination were observed on the seal. The slide lock and the position of the plunger were not visible in the picture. Specks of blood were visible on the blue wing of the loading device and on the cutter. The aortic cutter was locked. Based on the photographic inspection, the reported failure mode "failure to unfold; seal" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal did not open normally in the aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects.